Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red particles in the shell, encapsulation and labeled as left side. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.